Event description:
It was reported that the patient had csf leak during their trial procedure on 29 june 2022 and complained of a headache. The patient was instructed to drink fluids, especially caffeinated fluids, and the issue was resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.